Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding a product liability case from the attorney of the family. The customer passed away on (B)(6) 2019. The information received on march 18, 2021 stated the legal representatives of the customer's family were requesting preservation of all products and evidence related to an unnamed incident involving their client. No further information was provided.